Event description:
The customer was hospitalized for high bgs. The customer stated that the pump has not given a low battery alarm in the last two weeks. Troubleshooting was performed. The pump passed the functional testing and all the programming was correct.